Manufacturer narrative:
The device was evaluated by a third party and not sent to the manufacturer for investigation. The results of the evaluation by the third party indicate they were unable to perform testing due to a faulty pca in the pap device. There were pest particles and deposits noted internally to the device. The manufacturer received additional information that the mask was manufactured by a competitor and was not a philips mask. The humidifier, heated tube, and face mask were replaced. The manufacturer concludes no further action is necessary.

Event description:
The manufacturer became aware of an allegation that a user fell asleep while using the CPAP device, laying supine and on top of the heated tubing. The user reported blisters on his back and alleged that the humidifier was evaporating water faster than usual. The user's physician diagnosed the user with a friction burn and was changing the dressings every 2 days. There was no serious patient harm or injury. No device has been returned for investigation. The investigation is still ongoing for this issue. A follow up report will be submitted when the manufacturer has completed the investigation.